Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call air bubbles in the reservoir. Customer's blood glucose level was 11 mmol/l. Customer advised their blood glucose was high due to air bubbles which forced them to be hospitalized. Troubleshooting for the air bubbles was performed. Customer was advised to change out the complete set and reservoir. Troubleshooting was able to resolve the issue and there are no more air bubbles.